Manufacturer narrative:
G1 - MFR site zip/post code: (B)(6). Based on the nature of this product, we are unable to provide the complete unique identifier (UDI) and other product specific information.

Event description:
It was reported that the procedure was cancelled as a result of device malfunction. The patient underwent treatment with therasphere. The patient was sedated with versed and fentanyl, and a femoral access was obtained. There were no issues priming the therasphere administration set or the renegade 2.8f microcatheter. During the administration procedure, the therasphere administration set and renegade microcatheter were flushed 4-5 times with 20cc; however, the rados dosimeter did not detect a decrease in activity on the dose vial. The physician reported resistance during flushing, and that the pressure-relief vial filled up. As a result, none of the dose of therasphere was administered to the patient. The procedure was cancelled.